Manufacturer narrative:
On 2-spet-2021, the suspected medical device was returned for evaluation. On 4-sept-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view extended to the posterior view. Leak testing was performed according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view measuring approximately 0.5 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, rupture . (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast surgery with two 175cc mentor smooth round moderate profile prostheses and experienced bilateral chest injury and left-sided deflation postoperatively. The patient fell on her chests on (B)(6) 2020, and left-sided deflation was observed around (B)(6) 2021. As a result, the patient underwent bilateral removal and replacement with two 195cc mentor memoryshape breast implant prostheses (catalog #: 3340952, left lot #: 7463353, right serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.